Manufacturer narrative:
Patient weight not made available from the site. Based on the toxicological risk assessment-(B)(4) of the biocompatibility of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible. RMA issued. Replacement solera driver shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the screwdriver has been broken off. Otherwise, the instrument is in good condition. Physical damage - pieces broken - directly caused event.

Event description:
A medtronic representative reported that, while in a spine procedure, a screwdriver was broken. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to leave the damaged tip in the screw, in the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.